Manufacturer narrative:
Radiometer investigations shows that the issue is related to a software bug.

Event description:
According to the complaint. The customer noticed around 7:20 they were doing maintenance on the abl800 flex analyzer (serial number: (B)(6) and it rebooted. Customer said the analyzer shut down while running a sample on (B)(6) 2024 at 7:22 am.